Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, the patient reported change pump and noticing blood in tubing. It was reported that the patient woke up and the blood was gone from the tubing and there was no alarm. However, the pain from infusion was gone and patient also had trouble breathing. No additional adverse effects reported.